Manufacturer narrative:
The insulin pump had intermittent buttons due to flattened dome switch. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call, the buttons on the insulin pump were unresponsive. Customer had to press them really hard in order for them to function properly. Customer's blood glucose was 91 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.